Event description:
It was reported that the guidewire fractured. A rotawire was used in a procedure in the calcified, sub-occlusive, and stenosed vessel. During the procedure, the rotawire fractured at the junction of the opaque end that had become stuck in the calcified sub-occlusive stenosis. There were no patient complications reported.

Event description:
It was reported that the guidewire fractured. A rotawire was used in a procedure in the calcified, sub-occlusive, and stenosed vessel. During the procedure, the rotawire fractured at the junction of the opaque end that had become stuck in the calcified sub-occlusive stenosis. There were no patient complications reported. It was further reported that the rotawire fractured at the radiopaque portion of the wire. The rotalink burr had passed on this part of the wire due to difficulty pushing down into the coronary as the lesion was sub-occlusive. The device was able to be removed from the patient. The procedure was completed successfully with another rotawire. There were no symptoms or incidents for the patient.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscope inspection of the returned product revealed that the rotawire was fractured approximately 129.2 inches from the proximal end. Microscopic inspection revealed that the guidewire was fractured due to fatigue. The distal section was not returned for analysis. The spring tip was slightly stretched. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to the guidewire separation. The middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the guidewire fractured. A rotawire was used in a procedure in the calcified, sub-occlusive, and stenosed vessel. During the procedure, the rotawire fractured at the junction of the opaque end that had become stuck in the calcified sub-occlusive stenosis. There were no patient complications reported. It was further reported that the rotawire fractured at the radiopaque portion of the wire. The rotalink burr had passed on this part of the wire due to difficulty pushing down into the coronary as the lesion was sub-occlusive. The device was able to be removed from the patient. The procedure was completed successfully with another rotawire. There were no symptoms or incidents for the patient. It was further reported that the wire tip was removed by pulling on the burr and guide catheter. The burr was rotating in the proximal portion of the coronary when the wire fracture occurred.